Event description:
On 23/jul/2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on (B)(6) 2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between a fluid leak (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930) during peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s subsequent peritonitis event (characterized by cloudy pd effluent). The patient¿s pd culture generated growth of the bacteria enterococcus faecalis which is normal bacteria of the gastro-intestinal tract. Peritonitis is a well-documented complication in patients undergoing pd therapy and may have many potential etiologies. Nonetheless, fluid leaks during a pd treatment are a known potential risk factor for peritonitis due to a breach in the sterile pd pathway. Currently, it cannot be determined what exactly caused the fluid leak to occur.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on (B)(6) 2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test and a valve actuation test. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under the pumps mushroom head and within the recess of the bottom cover adjacent to the pump assembly. There were visual indications of fluid in the tubing. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on (B)(6) 2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on 23/jul/2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.